Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the catheter did not have a radiopaque marker, however, the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 2306 captures the reportable event of ro marker band missing. Block h10: the returned advanix-naviflex biliary stent was analyzed, and a visual evaluation noted that the device did not present any damage or abnormalities along the device. The radiopaque ring was observed in the tip of the push catheter and it did not present any visual damage or abnormalities. The stent and suture were not returned for analysis. No other issues with the device were noted. The reported event was not confirmed since the returned device showed no evidence of either the alleged issue or any defect which could have contributed to this event. Therefore, 'no problem detected' is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6), 2020. According to the complainant, during the procedure, it was noticed that the catheter did not have a radiopaque marker, however, the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.